Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. According to the reporter, the pump had powered off on it's own one time. However, the reporter did not allege any harm or injury because of the alleged issue. The reporter mentioned that the power issue did not occur recently and had not occurred again. During a subsequent follow-up contact between animas and the reporter, she mentioned that the patient felt as though he might have done something that made the pump lose power. The patient was going to continue using the pump and monitoring the device. At this time, no additional power complaints have been reported to animas by the patient or reporter. There was no allegation that the pump was damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had powered off on it's own. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.